Manufacturer narrative:
A polarcup trial insert nav 22/57 (art. No. 75023363 / lot no. A50667) was reported as broken. The procedure was finished with an s+n backup device. The complaint device, used in treatment, was returned for investigation. The reported failure mode was confirmed upon visual inspection. The complaint part was found broken, 5 slots of the trial insert were fractured and broken off. The complaint device showed significant signs of damage and use. A review of the complaint history revealed no other complaint for the batch in question. A review of the batch record showed no deviations from the standard manufacturing process. There are no indications that the device did not meet the specifications at the time of manufacturing. Based on the conducted investigation, the root cause could not be determined conclusively. No further actions are deemend necessary. Smith+nephew will continue to monitor for similar issues. The complaint device will be discarded.

Event description:
It was reported that the polarcup trial insert nav 22/57 broke in several pieces. It is not known if it was inside of the patient. Procedure was finished with an s+n backup device.